Event description:
As reported for this event by the customer, an e26 scope communication error message was observed for the device. There is no reported harm to any patient.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was found that there was no image available for the device. The entire screen was black. In addition, there was no scope ID date included. The e216 scope communication error was observed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Operator of device: corrected to health professional. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the event likely occurred due to a failure of the internal board of the scope connector. The specific root cause of the internal board failure could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to correct the become aware date of the initial MDR. The date in the initial MDR should be jan 24, 2022.